Manufacturer narrative:
Section evaluation summary: post market vigilance received one device. The visual inspection noted; the obturator and dissector balloon appeared intact. The insufflation bulb was received. The inflation syringe, obturator, trocar balloon and were not received. The circular seal was cut. Post market vigilance performed functional testing; the valve seal hole was covered and the dissector balloon was inflated, a leak was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Correction: additional info: section e phone number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extra-peritoneal hernia repair procedure, on entry, the balloon did not inflate. The case was completed without product. The patient is alive with no injury.